Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump alleged under delivery of insulin. Customer stated that on having a high blood glucose looking on the graph no correction blue lines were showing when customer had issues over the friday lunch time. Customer blood glucose level at the time of incident was 28 mmol/l. Customer reported another symptoms like nausea. Customer also reported sensor glucose verses blood glucose value event. The devise will not be returned for analysis.